Manufacturer narrative:
It was reported that the end-user has chronic medical issues and is on a weekly catheter exchange due to recurrent urinary tract infections/urosepsis. The nurse reported that the catheter had been inserted for a few hours before the leaking was noticed at which time the patient called the home health agency nurse on call and the nurse went to the end-users home the same day to remove the catheter and place a new catheter. The facility reported that prior to the initial catheter insertion the balloon of the catheter was pre-inflated to check the integrity of the balloon prior to insertion, contrary to the manufacturer's instructions for use. There was no further intervention required for the patient at this time. The sample is not available to be returned for evaluation. There was no serious injury, follow-up medical care or additional medical intervention required related to the incident, however medical intervention to replace the initial catheter was necessary. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the urinary catheter was leaking. The urinary catheter was removed and replaced.

Manufacturer narrative:
Product code: ezl.